Event description:
Caller alleged imprecision with inratio 2 meter. Results as follows: date: (B) (6) 2010, inr: >7.5, 3.2.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 7.5, 2nd inr: 3.2, mean: 5.35, sd: 3.04, %cv: 56.83. Data analysis of precision cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. Returned meter, along with other in-lab meters and retained strips were tested. Test results indicated precision criteria was met. (See page 3 for investigation). No product deficiency was established with returned meter and retained strips. Meter memory was reviewed and showed that no test results of inr >7.5 was found. There is no sufficient information to determine the root cause of the complaint. As of 02/25/2010, eight discrepant result complaints were reported for lot #225323, yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Donor 1: return (inr): 2, in-house (inr): 2, in-house (inr): 2, mean: 2.00, sd: 0.00, %cv: 0.00, resolution: pass. Donor 2: return (inr): 3.9, in-house (inr): 3.9, in-house (inr): 4, mean: 3.93, sd: 0.06, %cv: 1.47, resolution: pass. For each pair of replicates for each sample of strip lot 225323, mean and standard deviations were calculated. In-house test results were 0% and 1.47%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required.